Manufacturer narrative:
(B)(4). The sample was discarded, however, the lot number is known. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The cause of the system error 2240 alarm was undetermined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 alarm (indicating air in the set) that appeared on the home choice (hc) during dwell 3 of 4. Gts had the hp disconnect and remove the cassette from the machine to discard the supplies. Gts advised the hp to contact the nurse about missed therapy. During therapy, the hp provided the lot number and said she resumed therapy fine after the alarm. The patient was involved but there was no serious injury or medical intervention indicated at the time of the initial report. The writer spoke with the home patient (hp) on (B)(6) 2010 regarding the reported problem. The hp said that she did not know how the air may have gotten in the line. She did not notice anything unusual with the supplies. She said that she resumed therapy "fine." The hp did not notify her nurse, and the writer advised any time there is air in the line, we would advise to contact the nurse. No patient injury or medical intervention was reported